Event description:
It was reported that the day following the implant, the right ventricular lead was found in the coronary sinus. The lead was repositioned, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.